Event description:
It was reported patient underwent mcl procedure (B)(6) 2012 utilizing a washerloc countersink. While reaming, the distal tip fractured and was retained in the patient's tibia bone. Other instrumentation was used to finish the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-02414).